Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella access site. The patient was transfused with multiple blood products and the impella cp was explanted. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed. No product was returned. As per clinical information, the impella sheath was inserted and the introducer sheath was peeled away. The access site started to bleed around the sheath and then the device was explanted and replaced with a new pump. The cause of the access site bleeding issue was not determined since the product was not returned and with insufficient clinical information. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.